Event description:
The international customer reported the ventilator lost power during normal ventilation operation. The customer reported the ventilator was in use on a patient and there was no patient harm. The customer reported the ventilator gave a battery power alarm before powering off. The manufacturers service engineer confirmed the reported problem. Upon review of the device diagnostic history, the service engineer reported the ventilator was running on ac power until ac power loss and the unit continued to operate on battery power for an extended period before running out of battery power. The ventilator provides a low battery alarm. It also has a capacitor-driven backup alarm that sounds for at least 2 minutes when battery power is completely lost. The ventilator screen shows the power source in use and, if the ventilator is running on battery, the level of battery charge. Per the device user manual, to reduce the risk of power failure, pay close attention to the battery's charge level. The battery's operation time is approximate and is affected by ventilator settings, discharge and recharge cycles, battery age, and ambient temperature. The service engineer replaced the power supply to address the reported problem and findings. Applicable final testing was performed and reported passed. The customer was advised to charge the battery before returning the unit to service.